Event description:
On (B)(6) 2025, a 65-year-old female patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient's clot age was estimated at 30 days. During the thrombectomy, while recapturing the coring element of the revcore thrombectomy catheter (revcore), the outer sheath continued forward and pushed the radiopaque tip off the end of the device. The revcore catheter was removed from the patient while the radiopaque tip remained on the guidewire. Another catheter was opened and advanced over the wire. The catheter pushed the radiopaque tip into the protrieve sheath. The radiopaque tip was externalized from the valve of the protrieve sheath. The case was completed and approximately 100% of the patient's clot was removed.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Manufacturer reference: (B)(4).

Manufacturer narrative:
The revcore thrombectomy catheter (revcore) was returned to the manufacturer and evaluated. Visual inspection confirmed the radiopaque tip had separated from the catheter and no other signs of damage or defects were observed. The inner diameter of the tip, as well as the inner catheter shaft the tip was adhered to, were observed under magnification. Cured adhesive was revealed on both mating surfaces. As there was appropriate adhesive observed in the correct locations on the device, the tip of the revcore most likely separated due to the device being caught in torturous patient anatomy. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings . The device labeling includes the following warning statements: "avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract, and collapse the coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel." Manufacturer reference #:(B)(6).